Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture, left breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 600cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was confirmed by both MRI and ultrasound. In addition, the patient suffered from increased size of the left breast with pain. Ultrasound showed a large complex fluid collection around the implant. Silicone granulomas were observed in the lymph nodes as well. The fluid was collected and submitted to cytology for analysis. Cytology results have not been provided to mentor. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2020.

Manufacturer narrative:
On 05-aug-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 11-aug-2020, mentor received additional information about the event: it was initially reported that the patient underwent a primary breast augmentation procedure. New information received states that the patient underwent a breast augmentation revision procedure. The patient¿s weight was provided the patient developed baker grade iii capsular contracture in her right breast. As a result, the patient underwent a bilateral capsulectomy. During the capsulectomy, the patient¿s breast prostheses were removed and then re-implantation. Mentor breast prostheses are single-use devices and re-implantation is considered off-label use. A separate medwatch report will be submitted for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient developed granuloma, seroma and breast pain. It was also reported that ex planted implants were re-implanted. During a visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear was observed within the siltex cracking measuring approximately 0.5 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Per mentor instructions for use (IFU), these devices are for single use only and should not be re-implanted. Re-use includes a risk of infection (microbial as well as viruses and transmissible agents) as well as immune responses. The sterility of the device can no longer be guaranteed. Therefore, these devices were used in an off-label manner. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. You should consider the possibility of bia-alcl when a patient presents with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent to a laboratory with appropriate expertise for pathology test to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. Report all confirmed cases of bia-alcl to the FDA (https://www.FDA.gov/safety/medwatch). FDA also recommends reporting cases of bia-alcl to the profile registry (https://www.thepsf.org/research/clinical-impact/profile.htm) where you can submit more comprehensive data. Lastly, please notify mentor, because as the device manufacturer, we are collecting data on these cases as well. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).